Event description:
Bone cement sets too quickley. In this case; the patient's femur cracked while trying to remove the set bone cement. This event did not occur in us. This part number is sold in the us. Under part number 5450-33-000.